Event description:
Boston scientific crm received information that during the interrogation performed for a routine follow-up, it was noted this left ventricular lead was dislodged. In addition, the programmer displayed error codes. High threshold measurements were obtained. Subsequently, approximately two years later, this lead was removed and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will updated.

Manufacturer narrative:
Upon receipt, visual inspection revealed this lead was severed at 105 mm from the terminal pin and only the proximal segment was returned. Dried blood/body fluids were noted in the lead's lumen. Analysis determined the returned portion of the lead was electrically continuous. Analysis could not confirm the reported clinical allegation.